Event description:
Customer states that the duckbill valve on the kss capno flo resuscitator bag was missing during pt ventilation. The customer discovered that the valve had fallen inside the resuscitator bag. Customer states the clinicians were able to find another bag and ventilate the pt properly. There was no report of pt harm.